Event description:
It was reported that the patient experienced a lack of therapeutic effect. The event occurred when patient was getting out of bed and felt a pull in back. It was also reported that the patient's implantable neurostimulator had high impedances (>4000 ohms on some of the bipolar pairs). All pairs were >4000 except 0 & 1=395, 1 & 1=1395, and 2 & 3=1395. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)